Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator was explanted due to infection and sepsis. Patient was under revision procedure. Upon opening the pocket, pus was noted and entire system was explanted. Surgical intervention and intravenous antibiotics were needed to resolve the issue. There were no additional adverse patient effects reported.